Manufacturer narrative:
Facility stated that the head section will not raise. Repair not yet complete.

Event description:
Facility staff stated that the head section will not raise. No report of injury.